Event description:
On 10-oct-2019, the user called pentax customer service department requesting a return material authorization for their gastroscope, which had a "bending rubber tear at distal end", as a piece of rubber fell off the tip of the endoscope. Pentax medical issued RMA number (B)(4) for the return of the unit for further evaluation. Pentax medical's customer service department was sent a follow up email from the user facility on 29-oct-2019. It stated that the endoscope was used on a patient on (B)(6) 2019, and a foreign body became apparent on the camera. During the procedure this object from the endoscope fell into the patient's stomach and necessitated its retrieval from the stomach, involving the pentax medical video gastroscope, model eg29-i10, serial number (B)(6) . There was no harm to the patient as a result of this incident reported. Images were provided by the user facility.

Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
On (B)(6) 2019, the user called pentax customer service department requesting a return material authorization for their gastroscope, which had a "bending rubber tear at distal end", as a piece of rubber fell off the tip of the endoscope. Pentax medical issued RMA number 10140147 for the return of the unit for further evaluation. Pentax medical's customer service department was sent a follow up email from the user facility on 30-oct-2019. It stated that the endoscope was used on a patient on (B)(6) 2019, and a foreign body became apparent on the camera. During the procedure this object from the endoscope fell into the patient's stomach and necessitated its retrieval from the stomach, involving the pentax medical video gastroscope, model eg29-i10, serial number (B)(4). There was no harm to the patient as a result of this incident reported. Images were provided by the user facility. Pentax medical is filing this medwatch as a reportable malfunction because there was no patient injury reported due to the piece of foreign material that fell into the patient and no medical intervention performed to prevent permanent impairment or damage to the patient. The customer owned gastroscope was received by pentax medical for evaluation on 04-nov-2019. The evaluation and investigation is in-process as of 27-nov-2019. On 26-nov-2019, a device history record(DHR) review was performed under ivai-19-110056, the DHR review confirmed the endoscope was manufactured on 12-sep-2018 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 12-sep-2018. This is the first time pentax medical video gastroscope, model eg29-i10, serial number (B)(4) has been returned for service at a pentax medical facility since the device was put into service on 31-oct-2018.